Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. Analysis of the device memory also indicated the right ventricular lead integrity alert (lia). T-wave oversensing (twos) oversensing occurred on (B)(6) 2014. Lia occurred on (B)(6) 2014.

Event description:
It was reported that a lead integrity alert triggered due to high impedance and oversensing. Provocative testing in office was negative. A possible grommet/setscrew issue was suspected. X-rays were taken and reviewed and the position of the pace/sense pin was difficult to see. Two days later, another lead integrity alert was triggered due to t-wave oversensing. No oversensing was observed in office. Reprogramming was performed to change the sensitivity and detections. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted: (B)(6) 2008. (B)(4). (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.